Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that high capture threshold was noted on the right ventricular (rv) lead. Fluoroscopy was performed and no issues were noted. The physician elected to explant and replace the rv lead. There were no patient consequences.